Event description:
The asp field service engineer (fse) found the reservoir tank cracked. The fse replaced the tank. The fse ran a test cycle. The unit operated to manufacturer's specifications. It is not known if there were any disinfectant leaks or if there were any injuries.